Manufacturer narrative:
A getinge field service engineer (fse) instructed the customer to check whether the heat dissipation port was blocked and restart the device. After restarting, it ran normally and it was determined that the heat dissipation port was blocked, causing the error. The on-site test showed that the machine ran normally and all factory-specified safety and performance tests were performed and passed. Delivered to the customer, it can be used in clinical practice.

Event description:
N/a.

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) alarm system temperature was too high. After restarting the device, the fault disappeared. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.